Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) was unable to be interrogated. A cybersecurity update was performed to allow the ICD to be interrogated. The patient condition was stable.